Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Symptoms/ae: none. It was reported that the rx vision system became "stuck" and the stent dislodged when removing the stent delivery system from the anatomy. The catheter was damaged. Another non-abbott device was successfully used to complete the procedure. There were no reported adverse patient effects. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with the stent implant loose on the distal shaft. The first five rows of distal struts were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The outer member was separated at the proximal balloon seal. The material was stretched and jagged at the separation. The inner member was still intact. The outer member was bunched proximal to the separation. There were multiple bends in the inner and outer member. The inner member was bunched distal to the distal marker. There was no other damage noted to the sds. The protective sheath was not returned. The stent implant was measured. The proximal measurements were oversized and did not meet manufacturing criteria. The middle measurements met manufacturing criteria. The distal measurements could not be taken due to the mangled struts. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The distal stent outer diameters could not be measured due to the damage noted. The proximal outer diameters were measured and met manufacturing criteria. The middle outer diameters were oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is likely an interaction with the moderately tortuous and calcified anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to and subsequently dislodged the stent. Analysis noted the outer member was separated at the proximal balloon seal, confirming the reported damage to the sds. The material was stretched and jagged at the separation, which suggests that the separation may be related to tensile overload. In this case, it is likely, the sds was damaged during removal of the product, as there was no damage noted during the inspection prior to use. If resistance was encountered during retraction, this would have contributed to the shaft bunching and separating. Based on the investigation findings, the damage to the sds and stent dislodgement appears to be related to the operational context of the procedure. A review of the device lot history record did not produce any findings relevant to this report. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.